Event description:
The customer reported to olympus, that an e315 scope error occurred with the evis exera iii colonovideoscope during preparation for use. As a result, the device was not used. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The scope error did not appear during inspection. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the plug unit was deformed. The adhesive on bending section cover (a-rubber) had wear. Also, due to wear of angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and the device was deemed to have met specifications. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.